Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5041739, medical device expiration date: 02/28/2017, device manufacture date: 02/10/2015, medical device lot #: 5175657, medical device expiration date: 07/31/2017, device manufacture date: 06/24/2015, medical device lot #: 5272527, medical device expiration date: 10/31/2017, device manufacture date: 09/29/2015, medical device lot #: 5336527, medical device expiration date: 12/31/2017, device manufacture date: 12/02/2015, medical device lot #: 6063543, medical device expiration date: 03/31/2018, device manufacture date: 03/03/2016, medical device lot #: 6090798, medical device expiration date: 04/30/2018, device manufacture date: 03/30/2016, medical device lot #: 6123855, medical device expiration date: 05/31/2018, device manufacture date: 05/02/2016, medical device lot #: 6161936, medical device expiration date: 06/30/2018, device manufacture date: 06/09/2016, medical device lot #: 5356756, medical device expiration date: 01/31/2018, device manufacture date: 12/22/2015. PMA/510(k) #: there is no 510(k) for this device, it only says "pre-amendment" where the 510(k) should be. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes had missing ivd marks on the label.

Manufacturer narrative:
PMA/510(k) # changed to preamendment.